Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial and right ventricular (rv) leads had high threshold and low sensing. Both leads were noted, via x-ray, to be dislodged so the leads were repositioned, however when reconnecting the rv lead, the cardiac resynchronization therapy defibrillator (crt-d) set screw would not engage to secure the lead. Another wrench was attempted, but the device set screw issue persisted so the device was explanted and replaced. The leads are still in use. No patient complications have been reported as a result of this event.